Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site representative was loading a patient exam prior to a clinical case and when she tried to load it, the software exited, leaving just the em interface box opened. Technical services (ts) had the site representative hard shutdown the system, and when it booted it up it was then able to import the exam successfully. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.